Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of catheter tip integrity was not confirmed upon inspection of the photos. The defect reported could not be clearly seen in the sample photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR reviewed was performed on batch# 2297009 production history record were reviewed. No abnormality was observed. H3 other text : see h10.

Event description:
It was reported while using bd venflon¿ pro safety the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: many pieces of vps 22g were found blunt on the catheter tip as shown on the pictures causes failed insertion.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: many pieces of vps 22g were found blunt on the catheter tip as shown on the pictures causes failed insertion.